Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated, the surgeon felt a cc4204bf collamer single piece lens did not fit the incision well, so he chose to use another lens. The reporter stated, it was unk if there was any pt contact. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.